Event description:
Reportedly, the egm report is unexploitable.

Manufacturer narrative:
Please refer to attached report analysis of provided data revealed: -as reported, the egm report pdf was incorrectly generated -the root cause of the issue could not be determined with certainty, it could be due to remote monitoring system limitations or software bug. - it should be noted that the report can be correctly generated on request. - this case is retained for trends purposes.

Manufacturer narrative:
Analysis of provided data revealed: - as reported, the egm report pdf was incorrectly generated - the root cause of the issue could not be determined with certainty, it could be due to remote monitoring system limitations or software bug. - this case is retained for trends purposes.

Event description:
Reportedly, the egm report is unexploitable.